Event description:
It was reported that the patient received treatment for hypoglycemia whilst hospitalised for non-healing diabetic blisters on their heels on (B)(6) 2026. The patient stated that the reason for hospitalisation was unrelated to the pod. The patient's blood glucose levels declined to below 70 mg/dl while wearing the pod between 4 and 24 hours. For the hypoglycemia the patient was treated with a big dose of dextro (dextrose) and a snack. The patient was still hospitalised at the time of this report. The patient continued to wear the pod and believed that it was still delivering automated basal insulin when their glucose levels were low (patient states that it was indicated that the pod was still delivering 0.05 and 0.1 units of insulin).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported prolonged hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. As per the omnipod 5 user guide, the system does not auto pause insulin delivery until glucose is less than 60 mg/dl on the continuous glucose monitor. Locked down smartphone: not provided omnipod software app version: not provided operating system: not provided hardware: not provided cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.